Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing a basic evaluation trial. It was reported that the patient had an infection at the lead and the lead was removed. It was noted the patient received >50% benefit at the time of the issue. No further complications were reported/anticipated.